Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer was assisted with trouble shooting but found no issues with the insulin pump. The customer was outside in the sun and their reservoir tube was exposed to the heat. The customer stated that they will try new insulin to see if that would help the high blood glucose levels.